Event description:
Went in for lasik consultation and was cleared good to go. After having lasik done, I noticed my vision was poor in dim lighting and had extreme starbursting around lighting. Went for my 3 month post op and found out my pupil was 8mm not the 6mm that they had on my chart after consultation. Still after 3 months, nothing has changed with my nighttime vision.